Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not powering on and was not communicating. A field service engineer (fse) found that the auxiliary full height drawer failure was causing the station to crowbar. The fse replaced the retractor and drawer control board, ran diagnostics, and tested the drawer and all pockets. All tests passed, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system was not powering on and was not communicating. The screen frequently showed on or off. The customer tried to restart but the issue persisted. The customer stated that this malfunction occurred when the user tried to issue medication to patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.